Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and prime alarm during prime test due loose/protruded drive support disk. The insulin pump was received with cracked case on the display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip, minor scratches on display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Insulin squirted out during the manual prime process. The drive support cap sticking out. Customer's blood glucose level was 215 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.